Event description:
While performing an account in-service, a sales rep heard that a flash mini ostial system had been used in a procedure to treat a stent (unk make) that had been placed at the right coronary artery of the pt and that following the procedure, the pt crashed (blood pressure/heart rate decreased) and eventually expired. More detailed info could not be obtained from the hospital staff that performed the procedure, as the case is still being reviewed by the hospital's risk management team. However, follow up with the hospital's risk management director indicated that the crash may have started before the use of the flash mini ostial system, likely following placement of the stent. It was also indicated that sometime after the stenting, an aortic dissection may have occurred, which is believed to be a potential cause of the death. Following placement of the stent, a standard angioplasty balloon (unk make) was used to treat the artery/stent and possibly the dissection. Specific info regarding the use of the standard angioplasty balloon (number of inflations, inflation pressure, duration, etc.) Was not able to be obtained. Subsequently, a flash mini ostial system was used before the pt eventually passed away. The hospital's risk management team yet to conclude their investigation of the case and has not confirmed the cause of death or the possible relation to any of the devices used during the procedure.

Manufacturer narrative:
Based on the details of the case provided by the local sales rep and the hospital risk management director, there is no indication that the flash mini balloon did not perform as intended. It is likely that the initial stent deployment initiated the aortic dissection, provided that it is confirmed that the crash and aortic dissection occurred prior to the use of the standard angioplasty balloon and the flash mini ostial system. Should that be the case, the standard angioplasty balloon and subsequently the flash mini ostial system were likely utilized as means to control the dissection and bleeding in order to stabilize the pt. In addition to the case details, ostial corporation reviewed the manufacturing documentation associated with the device lot used during the procedure. No issues were noted that would have contributed to the reported incident.